Event description:
A report received from the USA, stating the device had a cracked touch pad. It is unk if the device was used during surgery. However, it is unk if there was user death or injury. There also was no report of pt injury or medical intervention. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).